Event description:
Pt reported she thinks the piston rod of the infusion device sometimes damages the glass insulin cartridge. Pt stated she thinks that the infusion device delivers too low amount of insulin. Pt reported perhaps splinters of glass are behind the piston rod and insulin is inside of the cartridge compartment. Pt stated the last time the issue occurred was on (B)(6) 2010. Pt reported she checked the insulin cartridge and inserted the cartridge into the cartridge compartment. Pt stated some time later her blood glucose level was around 300 mg/dl. Pt's normal blood glucose level is around 100 mg/dl. Pt reported she removed the insulin cartridge and noticed the cartridge was cracked. Pt stated she changed to all new accessories and switched to her backup infusion device and then took a correction with her infusion device; was successful. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.